Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after surgery for stenosis, it was stated that further surgery could not be performed and that only painkillers were available. It was heard that pain could be alleviated with a stimulator, so implantation was performed; however, recently numbness, as if the nerves were firing, has been experienced in the soles of the feet to the extent that standing cannot be maintained. There were no known environmental, external, and patient factors that may have caused the event. It could not be confirmed whether adjustments, such as via the controller, were being performed. Consultation with a medical institution was advised. The issue was not resolved at the time of the report. The patient outcome was listed as health damage and the patient injury details were that after surgery for stenosis, it was stated that further surgery could not be performed and only painkillers were available. It was heard that pain could be alleviated with a stimulator, so implantation was performed; however, recently tingling, as if the nerves were flying, has been experienced in the soles of the feet to the extent that standing cannot be maintained. Additional information was received. It was reported that the check was not performed at the doctor's discretion.

Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.